Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection, using an implant that was too long, or installing the implant too deep. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7045m-90, lot# 2628161, mfd. 02/02/18, exp. 2022-02-02, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7040m-90, lot# 2624931, mfd. 12/27/17, exp. 2022-12-27, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient did well initially before complaining of right-side radicular pain. The surgeon determined that the most superior positioned implant was irritating the s1 neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior and middle positioned implants using chisels. The patient's pain symptoms resolved following the revision procedure.